Event description:
Consumer complaint of erratic blood results. Back to back blood test results were 140mg/dl and 276mg/dl. No adverse event reported. Based on (B)(6), the bias between these two results is in zone b/c.

Manufacturer narrative:
(B)(4). Product not yet returned.